Manufacturer narrative:
A field service engineer (fse) went onsite and checked the diagnostic report (drpt). The fse was unable to find any issues or errors in the drpt. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not displaying the tidal volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) advised the customer that performance verification test (pvt) needed to be performed to diagnose the issue. An onsite quote was sent to the customer for further investigation of the issue.